Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The arterial air alarm was attributed to problems with the pt's access. Facility staff was notified of the event and attributed clotting of the needles to the amount of time the operator spent troubleshooting the alarm and repositioning the needles. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage systems one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
An arterial air alarm occurred during a routine hemodialysis treatment. Air was observed entering from the arterial access. The operator began recirculation to reposition the needle, but was unable to resolve the alarm. Rinseback was not performed due to clotting of the access needles, resulting in an estimated blood loss of 190cc. No medical intervention was required.